Event description:
Using a syringe and attached needle, the team member inserted the needle into a sterile diluent and injected the diluent in the powder vial. When the syringe was withdrawn the needle was noted to have separated from the hub and remained in the rubber stopper of the vial. Bd safety glide needle 25g x 5/8" lot: 5301004 expiration: 9/30/2030.